Event description:
Customer reported that two rh negative red blood cell units gave unexpected positive reactions with anti-d (monoclonal blend) series 4 and anti-d (monoclonal blend) series 5 on the galileo.

Manufacturer narrative:
Review of the plate images: unit 1: c4:74 d4:72 buttons in wells but appeared to be some hemolysis note: other anti-d4 and d5 wells on the plate exhibited the same reaction except for wells d5 and d9 unit 2: c3:77 d3:71; c6:76 d6:77; buttons visible in well, but appeared to be some hemolysis. C11:69 d11:72. Note: all the wells in rows c and d appeared to exhibit some hemolysis. Customer verified that the anti-d wells appeared to have some hemolysis. Requested customer to perform piptest. Customer performed piptest and it passed. Customer repeated samples on instrument and expected results were generated. Customer stated the issue with the anti-d wells did not recur with subsequent runs. Thus far assays and reactions have been performing as expected.